Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer stated that the casing around the reservoir was cracked, and the rubber seal within the reservoir compartment slipped out as a result. The customer did not know how the damage occurred. The customer's blood glucose was 240 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during a visual inspection. A bleeding liquid crystal display glass was also noted.